Event description:
(B)(4). The essure was provided (B)(4) when I was married. Uterine fibroids, excessive bleeding during period, cramping, sharp/stabbing pelvic pain, bacterial vaginosis, discharge, hot flashes, painful periods, painful intercourse, abdominal spasms/twitching/fluttering, nausea, severe bloating, migraines, dizziness, diminished brain function, anxiety/panic attacks, mood swings, weight issues, back/hip pain, ongoing illness, sciatic nerve damage, sickle cell trait, hypertension, heart disease. Total abdominal hysterectomy with bilateral salpingectomy and cystoscopy (B)(6) 2016.